Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a catheter twist occurred. The procedure was completed with another device of the same type. There were no reported patient injuries.

Event description:
It was reported that a catheter issue occurred. The opticross hd imaging catheter was advanced for an intravascular ultrasound (ivus) examination of the target lesion. During the procedure, a catheter twist occurred. The procedure was completed with another device of the same type. There were no reported patient injuries.

Manufacturer narrative:
The device was returned for analysis. Visual and microscopic inspections revealed that the sheath was kinked, and the imaging window was detached near the lap joint section but was not returned for analysis. Microscopic inspection also revealed an imaging core windup near the lap joint section. Based on the evidence, the as reported code of catheter twisted cannot be confirmed. The kinked sheath, detached window, and imaging core windup found during the visual inspection could not have contributed to the reported issues.